Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device could not be interrogated. Testing found the device exhibited no pacing output. The device case was opened, and the battery was removed and forwarded for detailed testing. Detailed testing confirmed the battery was depleted; however, the root cause could not be determined.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode. This device was subsequently explanted and successfully replaced. This device was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode. This device was subsequently explanted and successfully replaced. This device was returned for analysis. No additional adverse patient effects were reported.